Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin 83 units, there was poor barrier separation seen in an unspecified number of tubes. Sample recollection was requested. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there was poor gel barrier separation seen in an unspecified number of tubes. Recollection was requested. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received five photos for investigation. The photos from lot number 4344141 and lot number 5015034 indicated poor barrier separation. However, the exact cause for the customer's indicated failure mode could not be determined. Additionally, (B)(4) retained samples from both lots were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4344141 and 5015034, for the indicated failure mode: sample quality- poor barrier separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.